Manufacturer narrative:
Patient age and weight now provided.

Event description:
A medtronic representative reported that, while in a spine procedure, a nav cd horizon solera mast 4.75 driver was damaged; the tip of the driver was bent. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age and weight were not made available from the site.no details were provided to explain how the solera screwdriver was damaged. Damaged solera driver not returned to manufacturer for analysis.